Event description:
Caller reported blood glucose results of 107 mg/dl, 303 mg/dl, 166 mg/dl and 173 mg/dl within 10 minutes on the active s system. Reported a second, separate comparison of blood glucose results of 119 mg/dl, 102 mg/dl, 206 mg/dl and 120 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on a comparison lab. Caller states that the patient went to the hospital after obtaining the 2.4 inr due to a transient ischemic attack or mini-stroke. Caller states that the coumadin the patient was taking changed to 12.5 mg daily as a result of the incident but that this was not based on the device result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.